Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that for the past week, the customer had experienced low blood glucose (bg) levels, averaging between 60-80 mg/dl and at lowest 53 mg/dl. Carbohydrates were consumed to stabilize bg level. The contact reported that the customer had been sick the previous week and had been very insulin sensitive since then. During troubleshooting, tandem technical support (cts) reviewed pump data and confirmed that total daily basal amount corresponded with total daily dose amount and pump is delivering insulin as expected. The contact also mentioned that the customer's healthcare provider (hcp) had recently adjusted pump bolus correction factor, but that bg level had not been impacted by the changes until the onset of low bg levels on (B)(6) 2017. Since then, the hcp has made further adjustments to bolus correction factor and instructed contact to use temporary basal rates to address bg level.